Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 13-jun-2023. A review of the device history records (dhrs) confirmed the cartridge lots met finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. Ak, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for chem8+ cartridge lots h23046 or h23077 or cg8+ cartridge lot w22291.

Event description:
Na.

Manufacturer narrative:
Apoc incident # 920523. Chem8+: h23077, 600-9008-25, exp:14-sep-2023, mfg: 18-mar-2023, gtin: 10054749005519, 510k: k183688. Chem8+: h23046, 600-9008-25, exp: 14-aug-2023, mfg: 15-feb-2023, gtin: 10054749005519, 510k: k183688. Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2023, abbott point of care was contacted by a customer regarding I-stat cg8+ & chem8+ cartridges that yielded suspected discrepant ionized calcium results on a patient. There was no patient information at the time of this report. There were no test times/date presented with the results. Method: lot#: ica: I-stat w22291 2.5 mmol/l, I-stat h23077 2.5 mmol/l additional lot used, I-stat h23046 2.4 mmol/l additional lot used, vetstat n/a 1.21 (ref range 1.25-1.5). At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.